Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the lesion in the cephalic vein re-stenosed within a year following use of an inpact av drug coated balloon iav08006008p (date of initial treatment was (B)(6) 2025). The device was prepped according to the instructions for use with no issues identified, and an inflation device was used for balloon inflation. No resistance was encountered when advancing the device. A second procedure on the same lesion was performed using a new iav08006008p inpact av drug coated balloon. No further patient injury reported.